Event description:
It was reported that approximately 1 day after the insertion of the intra-aortic balloon (iab) in the cvicu, the staff noted that there were dry flecks of blood in the helium line. As a result, the md was called, and the decision was to remove the catheter. The iab was successfully removed without complications for the patient. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that approximately 1 day after the insertion of the intra-aortic balloon (iab) in the cvicu, the staff noted that there were dry flecks of blood in the helium line. As a result, the md was called, and the decision was to remove the catheter. The iab was successfully removed without complications for the patient. There was no report of patient complications, serious injury or death.